Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a cuff roll was noted on the balloon upon catheter removal. Balloon was initially inflated w/10cc sterile water, indwelling time was unk. No injury to the pt, only slight discomfort while removing.